Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of the stainless steel filter deployed with the guidewire and the hub/hemostatic valve on the wire. Examination of the returned complaint device revealed that there was blood on the filter and the hub/hemostatic valve. The guidewire and hemostatic valve were microscopically and visually examined. The filter was received deployed with no issues or damage. The threads on the hub/ hemostatic valve were inspected and there was no damage noticed. The hub/hemostatic valve was removed from the guidewire with no issues. The guidewire was unraveled and stretched on the proximal end that was sticking out of the hub/hemostatic valve. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on guide wire. The target lesion was located in the vena cava. A greenfield¿ filter was selected, however, during insertion the delivery system became stuck on the guide wire. The whole system was removed from the patient. Another of the same device was used to complete the procedure. No patient complications were reported.